Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The subject device was cultured and did not have microbial contamination. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported two olympus endoscopes were used on patients and the facility suspects an unknown number of patients may be infected. Additional information is being requested. This is for scope 1 of 2 for an unknown number of patients.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, the legal manufacturer¿s investigation and the device history record (DHR) review. Inspection of the returned device found chipping of the bending section cover and light guide lens, cutting of the insertion tube, and an insufficient bending angle. The insertion tube boot and switch button one were scratched. In addition, peeling off of the coating was noted on the suction cylinder and air water cylinder. The DHR for this device was reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The following deviations of reprocessing methods from the instructions for use (IFU) were confirmed: ·manual cleaning was not performed while the endoscope was immersed. ·the forceps elevator was not raised/lowered three times while the endoscope was immersed into detergent solution. ·detergent solution was not supplied into the forceps elevator. ·water filter of the automated endoscope reprocessor was not replaced within the specified period. ·as a result of checking the subject device, any irregularity such as air leak, scratches inside the channel, or stain were not confirmed. A definitive root cause was not identified. Based on the available information, the legal manufacturer could not determine the relationship between the subject device and infection. Detailed information about the infected patients was unable to be determined, and the result of the culture test of the subject device was negative. The IFU states the following: if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms or organic material that could reduce the efficacy of disinfection or sterilization. Olympus will continue to monitor the field performance of the device.